Event description:
Technician in clean room was preparing paclitaxel and noticed that filter tubing (item# 2r8858) was leaking. Line had not been primed with drug so no exposure, but caught before it left the clean room. Lot: r22j11062. Expiration date: 10/12/2024. Device did not reach the patient.